Event description:
Bedside nurse was changing lines for all infusing medications (precedex, versed, and fentanyl). Pumps and lines were set up and allowed to run x1 hr to properly mix medications before attaching to patient. After the hour had passed, the volume to be infused on the pumps were reading more than 1 ml off on every syringe pump. Bedside nurse stated one of the pumps was more than 2 mls "off".